Event description:
It was reported that the lead was undersensing p-waves. Programming was set to ddi mode and the lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.